Event description:
It was reported that during the trial procedure, the patient experienced undesired sensations, including lightheadedness, vomiting, abdominal/rib pain, and loss of bladder control. The patient was subsequently admitted to the hospital. The physician ordered blood and urine testing, as well as a chest x-ray and CT scan to rule out potential causes. Further testing was planned to determine if the event was unrelated. Trial imaging confirmed that the lead was not positioned laterally or anteriorly. The patient underwent early lead pull procedure. Trial leads will not be returned as they were pulled while she was in the hospital. A rep was not present to request the leads. They were discarded. Patient was discharged from the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7333088. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).